Event description:
It was reported that the right ventricular (rv) lead requires revision due to lead anomaly. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).